Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported potential false positive results when processing 3 samples on the alinity m sars cov-2 assay on (B)(6) 2021. All 3 specimens were tested with genexpert immediately after they were tested positive on the alinity m instrument, and all generated negative results. All repetitions were tested negative with both alinity and genexpert tests. It was stated that none of the patients had antibodies against sars-cov-2. Patient 1 and 2 were hospitalized patients being routinely tested before their surgery, they had no respiratory symptoms. Patient 3 was an out-patient with a lung disease routinely tested before consultation. The results were initially reported as possible sars-cov-2 infections, but it was recommended to take new specimens to sort out the discrepancy between the alinity m results and the genexpert results. All 3 of the patients were isolated until test results from the second specimens were available. The hospital staff that had been in contact with the 3 patients were quarantined as well until the final results were available. The customer claims that this incident had caused serious trouble for the customer and the hospital. Although the false positive results had been reported out to the clinicians, due to the discrepant results between alinity m and genexpert, new samples were obtained, the results had been corrected and consequently re-reported. No impact to patient management other than quarantining (also of hospital staff) has been reported. Although the quarantining had allegedly led to "serious trouble" for the hospital, this is considered an inconvenience and does not constitute a serious injury. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: a customer data review could not be performed as part of this investigation as the results log for a run in question was not included with the complaint and in a second case, the sample ids could not be located in the results log that was included in the complaint. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 510102 and the components was performed. The manufacturing packets were obtained from abbott molecular (am) document control and reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 510102 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 510102. The lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 510102 identified one additional ticket related to the reported complaint which was investigated and unconfirmed. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 510102 was not identified.